Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. The device was returned without any original packaging, the device was returned with the handle lock in the on position, the jaws were open, and the handle lock feature worked as intended with both the on and off positions. The jaw mechanism at the distal end appears to be bent. The jaws were able to be closed. The jaws continued to be closed when the handle was released. The handle needed to be pushed forward for the jaws to be opened fully. The blade was sharp and able to cut easily. The blade would also get stuck extended, and the jaw handle needed to be pushed forward for the blade to be retracted. Upon plugging the device into an esg 400 generator to test functionality, the device was recognized and the powerseal settings were loaded up on the generator. A piece of steak was used to test on. The steak was soaked in a saline solution and the jaws were clamped down on the steak. The blue sealing button was then held. The steak was able to be successfully sealed. The two-pulse seal cycle tone was played on the generator. This sealing was then replicated 3 other times using the same method and each time no error was displayed and the seal was completed. The following is information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 2 years since the subject device was manufactured. Based on the results of the investigation, since the reported failure could not be replicated and no problems were found during the investigation, probable causes cannot be determined at this time. The powerseal IFU (instructions for use_pn0014103_ac) states "do not turn the shaft rotation wheel when the jaw lever is fully depressed. Damage to the device may occur." (Page 4). "Do not apply excessive force to the device. If damaged, pieces from the device may fall into the patient. Harm may occur." (Page 6) as the current ps-0537cjda complaint rate falls within acceptable limits per dn0041672, no formal containment, correction or corrective action will be initiated within the osta qms system. Olympus will continue to monitor complaints for this device through regular trending activities and take action if triggered by osta qms procedure. Olympus will continue to monitor field performance for this device. A supplemental report will be submitted if any additional information is provided by the user facility. This report is related to linked to the following patient identifiers and submitted medwatches: (B)(6) ¿ (B)(4). (B)(6) ¿ (B)(4). (B)(6) - (B)(4).

Event description:
The customer reported to olympus that an issue had occurred while using the powerseal 5mm, 37cm, curved jaw sealer & divider, double-action. Specifically, when holding the tissue and pressing the sealing button, there should be sound indicating that the sealing is completed; however, there was no sound and an error message occurred on the generator. After holding the tissue and activating it again, the sealing failed, and the error message reappeared. The issue occurred during the therapeutic procedure (low anterior resection), and the procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The initial medwatch incorrectly reported the site registration number. The site registration number is (B)(4). This report is also being supplemented to correct missing h6 codes.